Manufacturer narrative:
Additional gore® tag® device included in this report: tgu454520j/15654268 (B)(4). A review of the manufacturing records for the devices verified that the lots mat all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include, but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2017, underwent surgical revascularization of the aortic head vessels. On the same day, the patient was implanted with two conformable gore® tag® thoracic endoprostheses (tgu454520j/15556608 and tgu454520j/15654268 ¿ it is unknown which device was implanted proximally/distally) to treat a thoracic aortic aneurysm. The procedure was reportedly completed with no evidence of endoleak. On an unknown date, a follow-up computed tomographic angiograph reportedly identified a proximal type I endoleak. According to the report, the proximal landing zone was large in diameter and adequate seal could not be achieved with the proximal 45 mm endoprosthesis. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby the ascending thoracic aorta was replaced with a surgical graft to treat the proximal type I endoleak. The distal end of the surgical graft was sewn to the proximal end of the previously implanted gore® tag® device. The aortic arch branches were also replaced with a surgical graft. The patient tolerated the procedure.